Event description:
A clinical nurse manager reported an issue with the vacuum not going high enough on the machine during a procedure. The handpiece and tips were exchanged and there was a little improvement. The system also sent into "burst" mode which the surgeon does not regularly use. There was no impact to the pt. Add'l info has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).